Manufacturer narrative:
(B)(4). Concomitant medical products: medications: lipitor, metformin, and hydrodiuril. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the patient was diagnosed with a possible type ii endoleak. The source of the type ii endoleak is unknown. Computed tomography (CT) images dated (B)(6) 2015, revealed the aneurysm sac had enlarged to 8 cm (original measurement is unknown). On (B)(6) 2016, a reintervention was performed whereby the physician relined the previously implanted gore excluder devices. The type of endoleak could not be confirmed during the reintervention, the patient tolerated the procedure.